Manufacturer narrative:
(B) (4)

Event description:
The reporter stated the surgeon inserted an aa4203tf toric optic silicone single piece lens. Lens tore upon insertion into the eye. No patient injury. Further information was requested, but none has been forthcoming. Will file a supplemental when further information is received.